Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused nodules in the neck. The patient did report to receive medical intervention and was to receive diagnostic testing for cancer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged nodules in the neck related to a CPAP device's sound abatement foam.the reported event of having nodules in the neck was reviewed by the pms clinical expert. This event is assessed as not related to the device in this case. The patient did report to receive medical intervention and was to receive diagnostic testing for cancer. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on oct 29, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged nodules in the neck related to a CPAP device's sound abatement foam. The reported event of having nodules in the neck was reviewed by the pms clinical expert. This event is assessed as not related to the device in this case. The patient did report to receive medical intervention and was to receive diagnostic testing for cancer. There was no report of serious patient harm or injury.